Event description:
It was reported that a em2400 valve set was leaking. The leaking was further described as, ¿leaking valve set allowing fluid to pass through when it should not have been. The reporter stated that infuvite was leaking into tpn bags that were not supposed to have the ingredient¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 9, 2021 - november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.